Manufacturer narrative:
B5; additional information received: corelab review of CT scans from 4 days post-index procedure identified an undetermined type of endoleak. The maximum aortic diameter was 58mm. A review of CT from 49 months post-index revealed a persistent undetermined endoleak. The maximum aortic diameter was 37.4mm. No stent ring enlargement was observed on either date. It was noted that both images were not evaluated for fracture or stent ring migration due to scan quality, possible infolding, and device overlaps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event additional information received : it was clarified that the loss of seal occurred distally in the navion stent graft and that the contrast leakage was noted in the innermost navion stent graft, which overlaps with the open stent graft. It was also clarified that the most proximal navion was only half opened/ expanded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. Section d information references the main component of the system. Other relevant device(s) are: valiant navion, product ID: vnmc3131c223tj, serial/lot #: (B)(6), implant date: (B)(6) 2020, ubd: 08-jan-2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a 200mm thoracic aortic dissection it was reported during the index procedure, after open stent surgery a navion graft was placed to cover the dissection. It was noted the navion stent had a poor opening after deployment due to insufficient expansion. It was reported on an unknown date on the 4th year after the index procedure, follow up showed that due to the deployment failure, there was a significant difference in blood pressure between the ascending aorta (the pressure in the center where the navion is placed) and the toes. The navion placed in the center was only half opened/ expanded. An additional valiant captivia stent graft was implanted to resolve the pressure gap. An endoleak appeared to be present next to the valiant navion, but the endoleak type could not be determined from the image. It was noted that there was loss of seal. Per the physician the cause of the poor deployment was due to oversizing. The stent graft was too large for the open stent resulting in insufficient expansion force of the stent graft. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported endoleak, inadequate seal, and deployment/expansion issue could not be confirmed on the short non-contrast angiogram video provided. Therefore, the cause of the event could not be determined. Procedural angiograms showing the deployment of the stents were not available for review. Endoleak interrogation via selective angiograms (injecting contrast from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.